Manufacturer narrative:
A ge service rep performed an onsite investigation. The tgi and hand control were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently locked up. No pt serious injury or death was reported related to this event.